Event description:
It was reported during an office visit that the left ventricular lead showed an high capture threshold and high pacing impedance of more than 3000 ohms. The device was reprogrammed and remains implanted. The patient is in stable condition.